Event description:
Information was received from a healthcare provider (foreign) regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 195 mcg/day via an implantable pump. It was reported that the pump was implanted in (B)(6) 2024 and was connected to a ascenda 8780 catheter. The patient came to the emergency room (ER) this night because of an alarming pump. According to the pump session report, the pump motor stopped at 00:08 hours and resumed at 01:00 hours. The patient did not have any signs of underdosage. The patient was not aware of any external factors including electromagnetic interference (emi) or magnets etc. That could have caused the pump motor stall. The reason for motor stall was unknown. Since the pump was running on a low-rate it was being considered that it might take some time to detect the motor stall recovery. Monitoring the situation, including therapy effect, re sidual volume, and future alarms was being considered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E1, e2, and e3 update: initial reporter's name, occupation, and email was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.